Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for an unknown reason. It was also reported that there is an open circle on the display scree. Unable to troubleshoot. No additional information was provided.